Event description:
During the initial reporting the sales rep reported that a blade shot out of the handpiece, from the blade mount and hit a resident. During a follow up report by the customer, it was reported that while testing the handpiece prior to a procedure, they aimed the saw at the floor and pulled the trigger. The blade came out and struck a resident in the foot. No reports of an injury to the resident. After the procedure was completed, the handpiece was tested again and the blade came out again. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the tech was unable to duplicate the reported event when the blade is properly installed.